Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 14 september 2020: lot 1811832: (B)(4) items manufactured and released on 2-apr-2019. Expiration date: 2024-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event, batch review performed on 14 september 2020. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 187906. Lot 187906: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 11 months form the primary surgery reporting pain due to a dislocation from the lateral acetabular cup and impingement of the greater trochanter (head dislocated from the liner). The surgeon revised the head and liner. The surgery was completed successfully. The impingement was the cause of dislocation. The lateral portion of the acetabular cup came into contact with the greater trochanter while the hip was flexed.